Event description:
It was reported that during a lap hernia repair procedure, the clip was being driven past the jaw and dropping. Another instrument was used to complete the procedure with no patient consequence.